Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days with novolog insulin and was not preforming the air removal step correctly during the loading sequence. This is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The tandem pump user guide instructs the user to remove any residual air from the cartridge with an insulin filled syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.